Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display, problem isolated to pcb2. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unresponsive keypad due to blank display.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 158 mg/dl. The customer reported that the insulin pump dies and received the battery cap and insulin pump was not turned on. It was reported that the display was flashing white. The troubleshooting was performed and was advised ensure that the battery is securely fastened and battery slot is aligned horizontally with pump. Customer stated that the display returned. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.